Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Per the reported information, the patient was diagnosed with an "ahi of 10.6 at a 3%". Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the button of the silent nite 3d sleep appliance broke off. The patient received the appliance on (B)(6) 2024 and started using it that night. On (B)(6) 2025, the patient reported that the button on the appliance broke, and suspects may have swallowed it. The patient has searched his bed but has been unable to locate the broken piece. It is reported that the band of the appliance remained intact on the other side. The patient believes might have swallowed the detached button. The patient did not suffer any harm or injury from the detachment of the button; however, the patient had not been able to utilize the appliance since the (B)(6) 2025.